Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and failed battery test. The customer¿s blood glucose level was unknown. The customer stated that the display was blank this morning and he inserted a brand new battery into the pump and the display returned. The customer declined to troubleshoot for the failed battery test. The customer stated that they received three or four failed battery tests, but that they were not in the alarm history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump received with normal operating currents. No unexpected low battery alarm, weak battery alarm, battery out limit alarm and failed batt test alarm. Pump monitored for several days and no blank display noted. No damage found on the c13/lcd isolation tape noted. No cosmetic damage noted.